Event description:
Fire caused by a malfunction and/or defect in an oral-b electric toothbrush [device catching fire] case narrative: a lawyer reported via letter that a fire was caused by a malfunction and/or defect in an oral-b electric toothbrush that the consumer used. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.